Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A company representative reported via email, the customer had informed him the customer was having issues with the insulin pump. Customer was having difficulty reading the screen, had to frequent change the battery, and had to restart the device in order to complete rewind. Act button would stick and had unexplained delivery alarms. Company representative didn't know the customer's blood glucose and stated the customer declined being transferred for troubleshooting assistance. The device is not being returned for analysis.